Event description:
It was reported, during the implant procedure, positioning difficulty was encountered with both the right and left ventricle leads. Consequently, both leads were withdrawn and replaced without incident. No patient complications reported have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis of the returned lead found no anomalies. The defib conductor was distorted and blood was present in/on the helix/lobe mechanism. Damaged at implant. The full lead was returned and analyzed. Electrical testing to determine continuity of the conductor(s) passed.